Event description:
It was reported that the device was sensing noise causing an episode of supraventricular tachycardia (svt). Programming changes were made. The patient will continue to be monitored remotely and in-clinic follow-ups. There were no adverse health consequences, the patient was stable.